Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: pump returned with visible moisture in the display lens. Damage to the pump case was observed near the upper right corner between the display lens and the cover and battery compartment is cracked below bumper pad. The pump history shows the last basal delivery and the last bolus delivery were on 2015-07-10. The total daily dose adds up correctly and reflects the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Pump fails in-house leak test due damage to pump case and battery compartment leak. Removed pump cover; internal moisture observed in the pump. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 7/9/2015, the reporter contacted animas and alleged that the pump has a cracked display casing, with moisture ingress, and the patient has blood glucose levels in the 300 mg/dls, with unspecified ketones, extreme thirst and nausea. This complaint is being reported as the casing issue was not resolved and the patient experienced hyperglycemia.